Manufacturer narrative:
Insulin pump passed self test, it failed displacement test in that the motor stopped loading before it was supposed to. After further review of the unit's interior, there's rust on the motor's bottom, and there's also visible corrosion on parts located at the top of electrical board. Insulin pump received with a crack on the battery tube which starts at the corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had software error detected. The customer¿s blood glucose was 9.6 mmol/l. Customer was able to clear the alarm. Customer did not receive request to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.